Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device cut but did not staple. There was no patient consequence. It was not reported how the case was completed.